Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and reviewed stored data, with noisy signals noted. Ts discussed stored data and the sensing vector was changed. This device remains in service. No additional adverse patient effects were reported.